Manufacturer narrative:
Batch review performed on 12 may 2023:lot 2114938: 100 items manufactured and released on 15-dec-2021. Expiration date: 2026-11-29. No anomalies found related to the problem. To date, 69 items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision surgery for knee instability at 1 year from primary the surgeon performed a washout and revised the insert implanting a 3mm ticker liner. The surgery was completed successfully.